Event description:
The patient had a pacer implanted 15 years ago for mobitz ii heart block and symptomatic bradycardia. He was upgraded to a dual-chamber ICD six years ago. The ICD had reached elective replacement indicator (eri). Examination of the FDA advisory riata electrode, however, under fluoroscopy prior to commencing the generator changed, revealed a lead fracture. The following procedures were performed: explant dual-chamber ICD generator (right side) st. Jude model 239, laser lead extraction times three, and implant (left) of an ICD. The patient underwent extraction of all the electrodes using excimer laser technology. There were no untoward effects of the laser extraction process, and the patient tolerated the procedure well.